Manufacturer narrative:
Concomitant medical products: product ID 8840, product type programmer, physician. (B)(4).

Event description:
It was reported after a pump implant on 2014-(B)(6) a programming error occurred and 300 ug/ml concentration was entered instead of 3000 ug/ml of baclofen into the programmer. The patient went into a coma on 2014-(B)(6) because the registrar and physician misread the label on the baclofen box. It was noted the rehab consultant confirmed this when removing the baclofen box from rubbish and the registrar confirmed the error in prescribing at implant. As a result, the patient was hospitalized and a minimum rate of baclofen was initiated. It was reported emergency procedures were started to deal with the coma. It was also reported the patient awoke from the coma and the new implant starting dose would be initiated in a few days. The patient¿s status at the time of this report was ¿alive- no injury.¿ the patient had symptoms of overdose, which included coma. It was reported the patient recovered from the coma. It was further reported the patient was receiving effective therapy.